Manufacturer narrative:
Product analysis:all 12 extenders were evaluated and all of them have same results which is as follows: "functional bench evaluation of the instrument did not identify significant issues with opening, closing, or releasing a sample mas head from the instrument retention features. During in vivo usage, surrounding biological material or technique could potentially exert external forces on the instrument, and increase the force required to remove the instrument from the mas head". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer could not identify the lot number of suspect product. Suspect products include: product ID; lot no. ; qty. 7578302, em15l033, 8; 7578302; em15h050, 4.

Event description:
It was reported that peri operative, extender was not removable from the screws. It was not possible to pull the extender into the eject position. No patient's complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.